Manufacturer narrative:
The complainant device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices implanted during the same procedure. It was reported to boston scientific corporation that a solyx single incision sling system (subject of this report) and a boston scientific y-mesh (MFR report #3005099803-2014-01253) were implanted into the patient on (B)(6) 2014. According to the complainant, during the procedure, when entering the peritoneal cavity via an abdominal approach (pfannenstiel incision), a 1 mm nick in the small bowel serosa was noted. This was oversewn with 2 separate 3-0 silk sutures in a longitudinal fashion. The physician stated that this "nick in the bowel serosa" was not a "perforation." Through a vaginal approach, serosa over the vaginal cuff was excised and the bladder was dissected off the vagina. During this process, there was a small (1 mm) buttonhole created in the vaginal mucosa and this was oversewn with a single imbricating stitch of 3-0 vicryl. The y-mesh was subsequently placed, followed by the solyx mesh without further incident, and the patient was in good condition with stable vital signs following the procedure. The patient was reported to be recovering from the event later that day, (B)(6) 2014. The patient passed the post-void residual test on (B)(6) 2014 and was discharged on (B)(6) 2014.